Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-4316, lot #: 18439989, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness and swelling. Antibiotics were prescribed. The patient underwent an explant procedure. The infection was not device or procedure related.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness and swelling. Antibiotics were prescribed. The patient underwent an explant procedure. The infection was not device or procedure related.